Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one year of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports associated with this product; (B)(4) parts were scrapped for thread depth in (B)(4), and (B)(4) part was reworked for minor scratches. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: (B)(4) due to dislocation, (B)(4) due to trauma, (B)(4) due to infection, (B)(4) for dissociation, (B)(4) for instability, (B)(4) due to pain, (B)(4) for non-assembly, (B)(4) for a broken screw, and (B)(4) for stability/poor joint issues. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - this is the patient's second revision surgery. The previous surgery is referenced in (B)(4). The surgeon changed out the glenosphere to a 40mm and changed the socket shell from a neutral to a +8.